Event description:
A us distributor contacted zoll to report that a patient had a skin irritation from heart surgery and the lifevest rubs against the area. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised patient to keep gauze on the irritation and wash it with soap and water. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.